Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and discomfort around the incision site approximately three months post implant. Intermittent atrial undersensing was also noted on stored atrial tachycardia /atrial fibrillation (at/af) electrograms (egm)s causing false termination of episodes. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.